Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a power error alarm. Customer's blood glucose was 150 mg/dl. During troubleshooting, customer mentioned the notification light stopped flashing immediately after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Power loss and error alarms were confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed error. The error was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. The analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. No cosmetic damage was noted.